Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek inrange meter serial number (B)(4). The result from the laboratory was 3.0 inr. The laboratory method was "chronometric with calcic thromboplatin". The result from the meter was 4.0 inr. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.